Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he has been having reoccurring issues with the insulin pump alarming no delivery. Customer has called in continuously for assistance with no delivery alarms. Customer has changed the infusion site to the back of the right arm and device continues to alarm. Customer's blood glucose was unknown. Customer was advised the device needed to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.